Manufacturer narrative:
Date sent to FDA: (B)(4) 2018

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Additional patient code: (B)(4). It was reported that the patient experience abdominal pain, and incisional hernia.

Manufacturer narrative:
Date sent to FDA: 1/22/2020. Additional narrative: it was reported that patient underwent revision of mesh on (B)(6) 2013. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was further reported the patient underwent additional surgery on (B)(6) 2011, (B)(6) 2012 and (B)(6) 2013. The specific details of what occurred during these surgical procedures were not provided. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.